Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were discussed.

Event description:
New information received notes that programming changes were made. The patient was fine before and after the event.